Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and late seroma. MRI states 'devices minimally folded'. Replacement with non allergan devices.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late.

Manufacturer narrative:
Device photo analysis:visual analysis of the photographs identified:through the photos provided, it is not possible to determine the lot number and catalog.observed deformation in the device.observed creases fold in the deviceobserved red particles in the device observed red capsule.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and late seroma. MRI states 'devices minimally folded'. Device explanted and replaced with non-allergan devices.